Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the retainer ring that holds the reservoir has come off. Customer's blood glucose was unknown at the time of the incident. Customer's mother was advised to call back when patient gets home to t/s and decide if she wanted to use her 670g. Nothing will be replaced or returned as of the moment.